Event description:
The complainant reported that during a procedure, the rotator of the suspect stopcock broke during an injection at approx 600 psi. The complainant stated there were 3 defective devices; however, no info to distinguish between the events was available.

Manufacturer narrative:
Device eval - one device was returned for eval; the other 2 devices were not returned. The device was examined visually and the complaint was confirmed. The body of the rotator had become separated from the rotator collar. The device history record was reviewed with no related exceptions noted. An investigation to determine the root cause of the failure began. Devices were conditioned and then underwent compression and pressure testing. The root cause of the failure was identified and attributed to the boding process during mfg. As a result of the investigation, the bonding process was modified to ensure consistent strength. Merit will continue to monitor these types of complaints for effectiveness of the process improvement. Eval method - multiple sterilizations; device history record was reviewed.